Event description:
It was reported that the fiber broke near the handle at 41,139 joules of use during the procedure. A second fiber was used to complete the procedure. It was reported no pt injury.

Manufacturer narrative:
The component codes fiber refers to the results code thermal problem. Fiber analysis: the fiber was found to have parted at the resilient side of the knob and broken approximately 12.5" from the distal tip. The metal and glass cap showed burnt on detritus and devitrification of the glass cap at the output window. Based on the analysis findings, the fiber condition may also result in a forward firing condition. The probable root cause that contributed to this failure was suspected to be related to heat accumulation due to tissue contact and/or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage.